Event description:
To whom this may concern, my mother is a healthy (B)(6) year old non-smoker who developed metastatic lung cancer that traveled to her brain. She was diagnosed as of (B)(6) 2021. My mom has been using the remstar auto sleep apnea machine made by phillips. Coincidentally as she was diagnosed yesterday we happened to see on the news that phillips was having a recall on their CPAP machines. Of course my family looked into it more, and came across of the FDA's article on the recall. We have already went to the phillips website to register her device. We used the serial code on the device to verify that it was one on the recall and it was. And we now have a confirmation code from phillips. Cancer does not run in our family, so when we heard about this recall we became concerned and now wonder could this have been a cause for her diagnosis. She has been using this same device for over 5 years. FDA safety report ID# (B)(4).